Manufacturer narrative:
Primary UDI number updated. Device evaluation: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have kept stopping and saying downstream occlusion. The cause of the customer reported problem was the inoperable downstream occlusion (dso) sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, dso seal, dso bezel, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device kept stopping and displaying a downstream occlusion message. The event occurred during testing.